Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that a healthcare provider called and inquired if ¿there is an issue with these devices¿? The implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) in (B)(6) and today the battery voltage is 2.61v. The device is scheduled to be replaced but currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 5076 x 2 implantable pacing leads, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2010; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).